Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1) 14 mg/dl and 198 mg/dl 2) 12 mg/dl, lo (less than 10 mg/dl), and 115 mg/dl 3) 200 mg/dl, lo, 11 mg/dl, and lo the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the customer did not return the test cassette.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned to manufacturer.